Event description:
An unk size endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. The vessel morphology was severe tortuosity. It was reported that the physician inserted the endeavor delivery system and was experiencing difficulty while trying to advance to the lesion. The stent was unable to cross the lesion; upon removal into the guide, the stent was stripped off. The stent was caught, and it went into the sheath and was snared from there. No other device would cross the lesion. The pt is fine.

Manufacturer narrative:
Eval results/conclusion: severely tortuous. Embolism-device. Other, lack of info, device not returned. Secondary intervention.